Manufacturer narrative:
Manufacturer's investigation findings: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23nov2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with abnormal vaginal bleeding. The patient began passing golf ball size clots (B)(6) 2021. The patient had a loop electrosurgical excision procedure (leep) procedure nine days prior to admission due to abnormal cells found during pap smear. The leep bed site was hemostatic after multiple rounds of monsels solution application. No further vaginal bleeding noted. The patient was given return precautions for continued vaginal bleeding, severe pain, weakness, dizziness, or any other concerning signs or symptoms. The bleeding was not related to the device or implant procedure. The patient presented back to the emergency department (ed) on (B)(6) 2021 with continued vaginal bleeding and supratherapeutic inr. She developed brisk vaginal bleeding for which she presented to the emergency department at an outside hospital on multiple occasions and conservative measures were attempted to achieve hemostasis. She presented to the henry ford hospital ed with continued vaginal bleeding. It was determined that patient will proceed with surgical management surgical procedure under anesthesia. The leep bed was seen bleeding briskly. 0-vicryl sutures were placed in four quadrants of the exocervix, involuting each side towards the internal cervical os hemostasis was noted at the original leep site. The procedure was then ended. Total ER and or procedure time was 6 hours and 4 minutes.